Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as looking like a burn under te pads, where the edges seemed to have scarred. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.